Manufacturer narrative:
Follow-up #1: date of submission 09/23/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump's black box showed evidence of pump reboot events. The battery compartment was cracked on the side near the threads. The battery cap had stripped threads and was unable to fully attach to the pump. A test battery cap was used to perform a 24 hour duration test with no power issues being duplicated. Unrelated to the initial allegation, the display screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 0(B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment was scratched. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.